Event description:
It was reported that a por (power on reset) was observed during interrogation. It was noted that the patient has reportedly undergone radiation treatment. The device was successfully reprogrammed, and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.